Event description:
It was reported that the implantable neurostimulator (ins) battery had prematurely depleted. Starting 6 months prior to the date of this report, after implant the therapy had gradually ¿gone away.¿ therapy had not completely stopped until the morning of the date of this report. 17-18 months post implant, around (B)(6) 2014, a healthcare professional icon with an unknown code was seen. The patient had seen the healthcare professional for the first time since then, the week prior to the date of this report. A replacement surgery was being scheduled for the week following the date of this report. The patient had been told that the ins would last for 3-5 years. It was noted that nothing had happened to the patient¿s body to show lead damage. No outcome was provided regarding this event. Further follow-up is being done to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2012, product type: lead. (B)(4).